Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, two fast-fix 360 failed in the same way. After the first injection of each device, the device's piston did not return to its original position. The trigger dangled freely on the axis and did not return to the piston. The t1 implant from both devices were left secured inside the patient. The t2 implants were then removed from both fast-fix 360 devices, and the ends of the threads were stitched through the meniscus tears and fixed. The mentioned threads were linked together on the capsule of the joint to complete the procedure performing an outside-in technique. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device trigger activated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. No containment or corrective actions are recommended at this time.